Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not producing output was confirmed when the unit was evaluated by technical service. The mpu ac/dc power supply unit was damaged and replaced. Further evaluation of the power supply unit found a blown/damaged mains fuse. The failure corresponds with the event description of the mpu not powering up when connected to ac mains. The repaired mpu was tested and returned to the customer. Set up and use of the mpu with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 patient handbook and the heartmate 3 IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during preventative maintenance the device would not accept the ac main power. It was removed from service and sent for return.